Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device is service required. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed. The unit does not update, it sends error e-72 and pca with burned components. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.